Manufacturer narrative:
Reported complaint of "platform would not power up" was not verified. Customer indicated that no error message was displayed, which is an indication of the system having powered on. It is likely that the system was powering on, but the lifeband was not contracting. Platform did power up; no issues were observed.

Event description:
It was reported that while attempting to use the autopulse on a pt, the platform would not power on. A good battery was placed into the platform, but the platform would not power on and no error message was displayed. Another autopulse was used successfully to perform CPR. No pt sequela was reported. Biomed checked the platform on-site. When he pressed the green button, the unit started to work. The device powered on and the issue could not be duplicated. There was no pt involvement as they were unable to power on the device.